Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, h2, h3, h6, h11. The product was not returned to olympus for inspection; however, a field service engineer was dispatched to the customer site and conducted a repair reduction observation. Based on the results of the investigation, the most probable cause is a failure to follow instructions. The customer did not proceed with the instructions for use (IFU), as staff was seen performing improper suctioning steps, incorrect handling of the distal cap, and incomplete use of cleaning adapters, as per gif-1100 reprocessing manual page 03. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus was informed that during an onsite visit; the staff was observed cleaning scopes incorrectly. The staff did not suction air after they suctioned water. The olympus endoscopy support specialist (ess) provided customer education in regard to the correct precleaning instructions according to the instructions for use (IFU). No patient infections or injuries reported.